Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to slightly loose drive support disk. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and belt clip slot. Unit received with scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The blood glucose level was not included in the report. Nothing further was reported.